Event description:
On (B)(6) 2010, the pt was implanted with three gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. On an unk date, follow-up imaging showed a distal type I endoleak and bilateral iliac artery dilation. It was reported that aneurysm growth (amount unk) progressed into the iliac artery, causing the device to lose wall apposition. On (B)(6) 2013, the pt underwent an intervention to treat bilateral dilation of the common iliac arteries due to disease progression. The endoprostheses were extended distally with two contralateral leg components. An iliac extender component was then implanted to extend one of the newly implanted contralateral leg components to just above the hypogastric. It was confirmed neither hypogastric artery was obstructed. The pt tolerated the procedure.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications. (B)(4).